Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20277. It was reported the patient experienced loss of therapy due to the scs leads being cut in an unrelated surgery. As a result, the patient underwent surgical intervention where the scs system was explanted and replaced which resolved the issue. Reportedly, effective therapy was restored postoperatively. The physician electively explanted and replaced the ipg to take an advantage of newer technology. No allegation was reported against the ipg. Date of event is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.